Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor resistor. Insulin pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind. Unable to perform occlusion test and no delivery test due to prime anomaly. Insulin pump received with cracked display window, broken battery tube threads, cracked reservoir tube lip and broken belt clip slot.

Event description:
Customer reported via phone call there was a chip on the battery cap. Customer's blood glucose was over 400 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.